Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the device evaluation found a defective switch, the angle wires were stretched and the insertion section had creased. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a blurry image. The issue was found during regular maintenance. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was unable to be replicated. Therefore, the root cause is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: if the endoscope is cold, condensation may form on the surface of the objective lens and the endoscopic image may appear cloudy. In this case, increase the temperature of the sterile water in the water container to 40 ¿ 50 degree celsius (104 ¿ 122 degree fahrenheit) and then use the endoscope.¿ olympus will continue to monitor field performance for this device.